Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a viasys field service rep. Spoke to field rep and this customer stated that the alarm silence button says "latched" after 45 seconds. So it's silenced all the time etc. Field rep is going in there to replace the alarm board. No patient involvement.

Manufacturer narrative:
The viasys field service rep evaluated the device and determined that the root cause of the reported event was a faulty alarm board assembly. The viasys field service rep replaced the affected component and ran the device through a complete calibration and checkout to ensure that it meets all factory specificatins. Upon completion the device was returned to the customer's control ready to be placed back into service.